Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the helix disengaged from the helical channel, the helix would not extend in 23 turns, it appears to have been over-retracted; blood observed in/on the helix mechanism; lead damaged at implant; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the helix disengaged from the helical channel, the helix would not extend in 23 turns, it appears to have been over-retracted; blood observed in/on the helix mechanism; lead damaged at implant; full lead analyzed.

Event description:
It was reported during the implant procedure, the physician first placed the lead and then had to reposition it due to subpar numbers. The helix would not extend/retract after the lead was repositioned. The lead was replaced. No patient complications have been reported as a result of this event.